Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared and insulin delivery was resumed successfully. There was no reported adverse impact to customers blood glucose.